Manufacturer narrative:
Result: erroneous results generated.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report discrepant glucm (glucose) results for two (2) patient samples assayed on the synchron lx20 clinical chemistry system. The glucm results were not reported out of the laboratory. There was no impact to patient treatment associated with this event. Each of the two (2) patient samples was assayed for glucm in duplicate. Each pair of duplicate determinations yielded discrepant results. The customer repeated the glucm assays for the two (2) patient samples in duplicate on their other synchron lx20 clinical chemistry system (serial number (B)(4)). These repeat results were not discrepant. A field service engineer (fse) was dispatched to the customer's site. The fse observed that the reagent syringe pump and the modular chemistry sample syringe were not functioning properly. The fse replaced both parts then verified analyzer performance per established procedures.